Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that there was a hole in the tubing, which is a known cause of a leak. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked from the supply line. The patient noticed a hole in the supply line. The patient was not connected. The patient will start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.